Event description:
Rn states with bite block in place overtube was placed down esophagus for ligation. Using unk scope md completed two bandings & upon rescoping for third banding it was noted the overtube had separated from the flange & was in pt's stomach. Md removed scope, bite block & flange from pt. Md rescoped & using a snare was able to snare the tube & removed from pt.